Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link 25 chain was remounted securely on the o2 and n2o knob sprocket and was re-calibrated to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the o2 and n2o were not tracking correctly which could result in a hypoxic mix in the patient circuit. There was no report of patient involvement.